Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer a cartridge alarm 19 during basal. Customer's blood glucose level was 189 (mg/dl). Reportedly, the customer was able to load a cartridge successfully.